Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received information alleging a service due alarm occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board, interface board and internal battery were replaced to address the issue. The device had a test failure after parts were replaced. The device's o-ring kit, power management board, blower, flow sensor, tubing kit, and system board were replaced to address the issue.